Event description:
The reporter stated that the set did not infuse during administration of d5 with normal saline. The set and pump were started at 18:00 on 7/21/1998. On 7/23/98, the rn noted that the fluid in the burette did not seem to be decreasing. The rn marked the fluid level in the burette. After 1 hour, the fluid level remained unchanged, the rn noted that the infusion pump did alert bottle occlusion. During this time, however she was unable to determine the cause of the alarm. There was no change in the pt status. IV was still patent.